Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that, a consumer's son tested his dad after he passed out getting a result of 394 mg/dl on their blood glucose meter. The emt's tested the consumer using an unknown meter getting a result of 19 mg/dl. It was found out that the consumer stores his test strips in a medicine bottle instead of the test strip vial. The consumer was educated on proper storage. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.